Event description:
Rptr writes, "I wish to report another bad experience with a penile prosthesis. This time it was with a mentor urology device, alpha 1, I had this surgery done on june 30, 1998, and now 2 months later it has to be removed. The deflation part of the device does not work properly. I went through this penile implant for nothing. It doesn't seem possible that these devices are not under stricter regulations and checked more thoroughly to prevent this sort of thing happening. Your attention to the matter will be most appreciated. I need new penile surgery to replace the device. I am already being scheduled for a new procedure. Dr acknowledges the problem with the alpha 1 prosthesis since the surgery of june 30, 98." Rptr had appointments at dr's office on july 10, 98, july 24, 98, aug 7, 98, aug 20, and aug 13, 1998. Rptr writes, "I went to the doctor at the time because the device would not deflate thereby causing me pain, stress & anxiety. The failure of this device to work properly has devasted me and has caused a great deal of strain on my realtionship of over 20 years to" his partner. "There also has been a financial hardship for me to travel to the hosp by car service and back. Now I am faced with another operation, whereas the operation of june 30, 98 was for nothing. This all has caused me a great deal of depression, fear, anxiety and mental anguish. Truly a devastating experience for anyone to go through."